Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after clip deployment, difficulty was encountered removing the clip applier from the tissue tract. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally and counter-traction with an assertive pull was applied, which released the device from the tissue tract. When the device was removed, the clip was noted to be deployed in the intended location and achieved hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated it was fully clip-deployed with all external and internal components in their appropriate post clip-deployment positions, which contradicted the reported experience. There were clip tines marks observed on the carrier tube, indicating that the clip was originally loaded on the carrier tube and was deployed during use. Due to the clip not having been returned with the device, it could not be determined if the clip was successfully delivered to the arterial surface to close the vessel. Although it was reported that the safety release was activated to retract the locator wings, evaluation found that the locator wings fully collapsed as the clip was fired. There were no abnormal observations at the distal-end of the device to confirm the reported tissue compaction at the end of exchange sheath splitting. Based on the investigation findings, the device performed according to specifications. A root cause related to the device could not be determined. Every deployment step was successfully executed as intended. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, increased tension was felt as the exchange sheath split. There was tissue compacted at the end of exchange sheath splitting. The safety release was activated retracting the locator wings, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): the device is expected to be returned for evaluation. It has not yet been received.